Event description:
It was reported that the patient presented in backup vvi. The pulse generator had reached normal elective replacement indicator (eri). The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis confirmed normal battery depletion. Electrocautery marks were noted on the device can.